Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, the stent did not open, even after microcatheter manipulation maneuvers. It was noted that each section (proximal, middle, and distal) of the pipeline did not open. The pipeline was not positioned in a bend. The pipeline was not used for any indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the c5 segment of the left internal c arotid artery with a max diameter of 4.1mm and a 4.1mm neck diameter. The landing zone (artery size) was 4.1mm distal and 4.1mm proximal. It was noted the patient's vessel tortuosity as asked but unknown. The angiographic result post procedure was, "the procedure was completed after replacement of the stent." No images are available for review. No patient symptoms or complications were associated with this event. No medical or surgical intervention was needed toprevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Ancillary devices include a medtronic microcatheter.